Event description:
Patient presented with an infection at the stimulation lead. Physician prescribed antibiotics. This resolved the issue.

Event description:
Patient presented to the physician with swelling at the neck incision. Physician prescribed antibiotics. This resolved the issue.

Event description:
Patient presented to the physician with continued stimulation lead migration. Physician brought the patient into the or and removed the entire inspire system.